Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the patient's titanium adapter; further described as "the catheter adaptor that covers the end of the transfer set which connects the transfer set to the patient catheter via a titanium adapter, was disconnected from the remaining of the tubing". This occurred at the end of the initial drain of peritoneal dialysis therapy. The transfer set was in use for less than six months. The transfer set was reconnected to the same titanium adapter by the hospital staff and the patient was given intraperitoneal prophylactic antibiotic treatment. The patient was not hospitalized. There was no patient injury, however, prophylactic medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passaged testing, and clamp function testing, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.